Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the rear caster. The system was verified and ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported issues with driving the patient side cart (psc). There was no error messages. The procedure was aborted to another dv system with no reported injury.